Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a moderately calcified left common femoral artery using two prostyle devices after an interventional left external iliac stent procedure with a 6fr sheath. Reportedly, the first device's footplate did not stay open and the lever would flip back. The device was removed without incident and replaced with a second new prostyle device. The second prostyle device's footplate was opened and the plunger was advanced; however, when removing the plunger there was no suture attached. The footplate would not close. It was not attempted to remove the device due to the deployed foot. A cut down was performed to remove the device and achieve hemostasis. There was no vessel damage that occurred. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The difficult to open or close was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The cause of the reported difficulties and the subsequent treatments appear to be related to procedure circumstance. In this case, it is likely the foot was in the access site or tangled with suture or the calcium present preventing foot closure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.